Manufacturer narrative:
While ratcheting handles were returned, the plates and screws were not returned for evaluation, still implanted within the patient. This is a follow-up MDR to 3005031160-2016-00103 submitted on 12/28/2016. This follow-up report is intended to replace MDR 3005031160-2017-00125 submitted on 03/24/2017 which was incorrectly submitted as a follow-up report to 3005031160-2016-00103.

Event description:
This report is being amended due to the return of two large ratcheting t-handles which were received on 02/22/2017.

Manufacturer narrative:
The device was not returned for evaluation, still implanted within the patient.

Event description:
Surgeon representative is reporting another aranax patient with a screw back out noticed at the patient's six month follow-up visit. Surgeon is not currently planning any revision surgery as long as it doesn't progress. He will continue monitoring the patient. If there are updates, a follow up report will be filed.